Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up prior to discharge, the left ventricular threshold had increased and a lead dislodgement was suspected. No testing was performed and the lead was reprogrammed. The patient is in stable condition. Patient ID: (B)(6).